Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: review of the black box data revealed unexplained power on reset event on (B)(6) 2016; however, power rebooting was not duplicated during the investigation. The pump was run on a 24 hour basal program using returned battery cap with no intermittent power/reboot occurrences. The pump was opened; inspection performed on the power circuit with no defects found. No moisture found internally. The battery compartment was cracked on the side of the battery compartment from the threads traveling down to the case seal. The returned battery cap was damaged; removal slot stripped/worn. The battery cap was able to attach but was difficult to tighten and remove. The keypad was torn below the ok button. All buttons were responsive during investigation. The display lens was cracked on the bottom of the lens. Investigation confirmed damage to the pump but did not duplicate a power issue.